Manufacturer narrative:
The manufacturer previously reported a ventilator service required alarm occurred related to the oxygen blending module board. There was no harm or injury reported. The device was evaluated by a third-party service center. A service required alarm indicating an oxygen blending module board was observed in the device's downloaded event log. No repair was performed. No component replacement was noted.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to the oxygen blending module board .there was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.